Manufacturer narrative:
Investigation conclusion: the provided lot number was not associated with the reported product. Therefore, we performed a search for similar complaints of the reported problem. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
Reports suspected false negative results, uncomfirmed with alternate test method. Unknown if patients were symptomatic. No apparent adverse event. Excat number of suspected false positves not provided.